Event description:
Additional information received reported that the low impedance was on electrode pair 8/10. It was noted that impedance values on this pair were within range in (B)(6) 2011, and that the patient fell down the stairs injuring his elbow in (B)(6) 2011. The patient's battery was "ok", but was starting to get low. It was noted that the depletion was in line with calculated estimates and seemed normal. It was also reported that the patient was having "symptomology" on the right neck area. The patient tipped his neck a lot when contorted, because it kind of hurt in his neck and shoulder. It was not clear if this was related to the therapy as there was no tingling or shocking. It was also reported that in recent weeks the patient had not been feeling as good as usual. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that a patient had 2 electrodes measuring a low impedance of 37 ohms. The electrodes were not being used in programming. The hcp wanted to know if this was a problem, because the patient had a battery replacement surgery coming up. No other details were provided.

Event description:
Additional information received reported that the low impedance was on electrode pair 0/2. The patient's battery was replaced due to end-of-life and the patient was doing very well. The patient was programmed to c/1, and there were no known side effects. It was reported that there was no patient injury, but the patient required hospitalization.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead model 3387s-40, lot# v395384, implanted: 2010 (B)(6), lead model 3387s-40, lot# v395384, implanted: 2010 (B)(6), extension model 37085-60, serial# (B)(4), implanted: 2010 (B)(6), extension model 37085-60, serial# (B)(4), implanted: 2010 (B)(6); programmer model 37642, serial# (B)(4). The initial MDR was filed as MFR report # 3007566237-2012-01668. Additional review indicated the correct manufacturing site was site # (B)(4).